Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for ICD replacement. Fluoroscopy of the rv lead revealed externalized conductors on the atrial portion. No electrical anomalies were observed and measurements were stable. The lead will remain implanted and in use. The patient is stable and will continue to be monitored via merlin.net transmitter.